Manufacturer narrative:
The reported product is not expected to be returned as the customer declined to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. Customer did not notice a trend arrow on the device. Customer did not experience any symptoms and treated themselves with water and insulin (dose, type unspecified) for the treatment. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 3.40 mmol/l was compared to a competitor brand meter result of 27.30 mmol/l length of wear was 7 days. When the provided results were plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.